Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425 cc and experienced deflation on the right breast implant. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient also experienced capsular contracture on the right breast implant and underwent bilateral removal and replacement with mentor smooth round moderate profile 425cc saline implants, catalog # 3501670, s/ns (B)(4). The additional information also indicated that the correct lot for the right implant is 6521090 and the s/n is (B)(4). Additionally, it indicated that the correct date of explant (doe) was on (B)(6) 2018. Per the additional information, the concomitant product was mentor smooth round moderate profile 425cc saline breast implant, catalog # 3501670, s/n (B)(4). Sample evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc and experienced capsular contracture and deflation on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 425cc saline implants, catalog # 3501670, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. Also was noticed a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for lot 6521090 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).